Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: unknown stem p/n unknown l/n unknown; unknown magnum cup p/n unknown l/n; unknown taper p/n unknown l/n unknown. A revision has not been reported; the device(s) remain implanted. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05920, 0001825034-2017-05921, 0001825034-2017-05922, 0001825034-2017-05923. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted

Event description:
The patient has been indicated for a hip revision for unknown reasons at an unknown date. No further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information unknown at the time of the initial medwatch. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised for unknown reasons. The femoral head was revised and an active articulation bearing was implanted. No further information has been made available.